Event description:
Yellow "cut" button on electro-surgical pencil stuck in "on" position after use by surgeon. Pt sustained superficial burns on mid-upper abdomen and left nipple. Pt was undergoing breast surgery.